Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive on a patient sample that tested positive (orf1ab CT = 36.5) when using the simplexa covid-19 direct assay, but previously tested negative with the simplexa assay. Run analysis on the simplexa results showed a sample detected for only one target, orf1ab (CT = 36.5). Both donor and transplant recipient tested negative on the simplexa assay prior to surgery. Following the suspected false positive, the sample was repeated on a competitor assay (abbott) and resulted negative as well. It is known that the abbott assay targets (n gene, rdrp) are different than the simplexa assay (s gene, orf1ab). The customer's device and suspected false positive sample was not provided for investigation. Based on the information provided, it is likely the sample was near the limit of detection of the simplexa assay and the competitor assay does not detect orf1ab targets, but without the sample this could not be confirmed. A retain lot of the suspected device was previously tested for a separate issue on 10/13/2020 with sixteen (16) no template control (ntc) replicates and zero (0) false positives occurred in either s gene or orf1ab targets. The alleged false positives could not be replicated with the ntc testing that mimicked negative sample testing. Batch record review showed the critical component, reaction mix mol4151, lot# 9306n, met all qc release criteria prior to kit release. A total of (B)(4) no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150, lot# 9309n for suspected false positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive on a patient sample that tested positive (orf1ab CT = 36.5) when using the simplexa covid-19 direct assay, but previously tested negative. The patient is a lung transplant recipient with no prior symptoms. The donor and recipient had tested negative prior to the transplant. The customer confirmed the alleged false positive result was not reported to a diagnosing physician and did not impact treatment due to the discrepancy with the clinical indications and no alleged harm occurred.